Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01084. Implant date: unknown date in 2019. Concomitant medical products: medical devices: unknown tibial tray catalog#: ni lot#: ni and unknown tibial insert catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient presented with bone erosion and granula formation approximately three years post-implantation. Patient was referred for testing for a possible metal allergy. No revision procedure has been reported. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Suggested component code: mechanical (g04) - femur. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.